Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Therapy was confirmed and issue has been resolved post op.

Event description:
It was reported that one of the patient¿s leads has high impedance. Reportedly, the patient is physically active a lot. As such, surgical intervention may take place to address the issue. Investigation was unable to determine which of the leads has high impedance.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000106915.